Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer causing a failure, and displaying acquisition 40 when connected. The transducer was returned, and an investigation was performed. Engineers were able to reproduct the acquisition 40 error. The issue was due to an mpm board pad electrical short by a metallic particle from outside. In this case, no trends have been identified to date. Therefore, siemens will continue to monitor incoming complaints in order to identify a trend. The transducer was replaced the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer produced a us acquisition (B)(4) error when it was connected to the ultrasound system. There was no patient and no procedure was being performed when the error occurred. No additional information was provided.